Event description:
It was reported that the patient presented to the or for a device changeout. An alert message for possible output circuit damage was observed. Normal electrical measurements were noted. Hv capacitor testing was recommended. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.